Event description:
It was reported that during a surgery for a fracture, "the hexagonal part of the newport push button cap loader did not turn and the caps fell down." The device was in contact with the pt. There was no pt injury. The surgery was completed with the use of a different device. The event led to increase the surgery time for 20 minutes.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.